Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 16.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to the patient's vision not being optimal and needing a different diopter power. There was no incision enlargement or sutures used. The replacement lens was the same model and diopter. Reportedly, there was no patient injury and the patient is doing excellent post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/13/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A z9002 lens was received in a pouch inside a bag. The lens was observed under a microscope and showed residue in the optic zone. The optic zone was observed torn by the middle. One of the haptic was observed bent and the other detached. Those lens conditions are typically of a lens that has been explanted. The complaint could not be verified since is related to patient condition since the patient need a different diopter power. There no complaint against the lens. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.